Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported changing their dexcom g7 that morning and confirmed blood glucose levels of 114 mg/dl with a fingerstick and 113 mg/dl with the dexcom g7, noting the user did not want ems contacted. Later, the user shared that their glucose was 114 mg/dl and trending downward with over 6 units on board, expressing concern about correcting. The agent advised against immediate treatment to prevent rebound highs, and while on the call, the user¿s bg dropped to 94 mg/dl with a downward trend, prompting intake of 15g of juice. After 15 minutes, levels stabilized at 100 mg/dl, and the user expressed a desire to eat complex carbs, which the agent limited to 15g. The user ultimately chose to eat lunch with glucose at bg of 108 mg/dl and 4.98 units of insulin available. The event involved a lowest recorded bg of 94 mg/dl and reported highest of 261 mg/dl, was managed successfully without ems, medical intervention, or external assistance, and the ilet system did not trigger alerts. No symptoms were reported, and no medical intervention required at the time of call.